Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2025, the patient underwent a tha surgery for oa on the right acetabulum with the product in question. In the surgery, the drill broke during drilling. The fragments were removed and no fragments remain in the body. The surgeon confirmed with an x-ray that no fragments remain in the body. Any remaining fragments were flushed out with irrigation fluid, and the surgeon confirmed that no fragments remain. The surgery was completed successfully with no surgical delay. After the surgery, the surgeon commented that the bone was hard and that the break was due to using too much force, and that there was no defect in the product. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the quickset 3.8 dimtr dr bit 25mm is broken. All broken pieces were returned for evaluation. No other anomalies were noted. As per event reported, the device was exposed to unintended forces such as, extreme eccentric loading resulting in premature failure of the drill bit. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset 3.8 dimtr dr bit 25mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the patient underwent a tha surgery for oa on the right acetabulum with the product in question. In the surgery, the drill broke during drilling. The fragments were removed and no fragments remain in the body. The surgeon confirmed with an x-ray that no fragments remain in the body. Any remaining fragments were flushed out with irrigation fluid, and the surgeon confirmed that no fragments remain. The surgery was completed successfully with no surgical delay. After the surgery, the surgeon commented that the bone was hard and that the break was due to using too much force, and that there was no defect in the product. No further information is available.